Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with 375cc smooth mentor memorygel breast implant has experienced postoperative left-sided implant rupture and bilateral anisomastia. Patient is dissatisfied with the appearance of the breasts and noted that they are deflated and saggy. Left-sided rupture was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast implants on (B)(6) 2020. This medwatch report is for the right-sided implant.